Manufacturer narrative:
No patient injury was reported.

Event description:
During freeze at 100% 2mm cryoprobe cracked at joint of needle with tube necessitating the opening of a new kit to continue the procedure.